Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a severely calcified lesion (85 percent stenosis degree) in a moderately tortuous mid sfa. The stent was delivered to the lesion but after release of 8cm resistance was felt and the retractable shaft could not be pulled back anymore. After opening the handle, the stent could also not be released. During withdrawal the stent fractured. The fractured part was retrieved from patients body. Patient is stable and was discharged home.